Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that 5 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: material no. 363083 batch no. 9036654. It was reported that there was lack of vacuum during phlebotomy procedure.